Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a 'false upstream occlusion' alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter . During eval testing, the device was dropped, which prevented any conclusive determination of the 'false upstream occlusion.' A replacement pump was sent to the customer.